Event description:
Medwatch received on (B)(6) 2009, from (B)(6) on (B)(6) 2009. Incident reported as: the incisional retractor used to widen an incision, had four prongs on the blade that broke off and were inadvertently left in the patient. Through x-ray, it was seen the prongs were in the patient. Patient taken back to surgery for successful removal of all four prongs. No further information available.

Manufacturer narrative:
Sample requested but not received at time of this report. An investigation report will be sent when completed.